Event description:
Biased phyt and dgxn results on a calibrator fluid tested as an unk following calibration. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.